Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot gd894295, gd894410, and gd894717 with no issues noted during the manufacturing process.here were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The patient was feeling poorly prior to being hospitalized. The pd therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with ip gentamycin and ip vancomycin for the event. Four days after being diagnosed, the patient was discharged from the hospital and recovering from the peritonitis. No additional information was available at this time.